Manufacturer narrative:
On 20 july 2018 the medical affairs director made the following analysis: immediate postoperative x-ray shows the presence of a foreign body in the femoral canal. According to its position, no consequence on implant function should be expected. Visual inspection done on 24th july 2018 by r&d project manager: the visual inspection confirms that the device broke at the welding between the "plate for blocking pivot" and the "blocking pivot". Once the micrometric ap regulator is coupled at the 4 in 1 cutting block, the force between the guide and the pivot could damage the welding till the breakage. For this reason, untill the rev5 of the drawing, a monoblock pivot has been introduced to prevent the breakage. Batch review performed on 26 july 2018. Lot 097294: (B)(4) items manufactured and released on 09 march 2010. No anomalies found related to the problem. To date, this is the 5th breakage reported on items of the same lot, first time during which a broken part remained in the patient.

Event description:
During the post-operative x-rays control, the medical staff recognized a part of the micrometric ap/im regulation in the intramedullary femur canal. The broken part should come from the plate for blocking pivot.